Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said they have a uti, bladder infection, a yeast infection, discharge, and is experiencing discomfort. They say the tape is coming off and it is itching. They are miserable and just want the wires out now because they know it is working. As a result of the event, the patient is taking medication for their uti. No further patient complications have been reported as a result of this event.